Event description:
The customer stated that, the reservoir leaked insulin into the reservoir compartment and it was wet. The customer also stated, she had a "no delivery" alarm during a bolus. No troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.